Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f366 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f366 for the reported issue shows no trends. Trends were reviewed for complaint category pressure dome membrane leak. No trend was detected for this complaint category. A kit and smartcard analysis was conducted for this complaint. The smartcard was examined and confirmed that the kit prime was successfully completed. An alarm #18: system pressure was logged in at around 186 ml of whole blood processed. The smartcard verified that the system pressure was high when the alarm occurred. Evaluation of the returned kit confirmed the reported leak. Further investigation noted that no molding defects were seen on the body of the pressure dome. The diaphragm was cleaned and reinstalled onto the system pressure dome housing. The reassembled system pressure dome was installed onto a pressure sensor without any issues. A pressure test was then performed while the pressure dome was installed on the sensor to check for leaks and no leaks were observed. There were no manufacturing related defects identified during the product return evaluation. Based upon the investigation, the most likely root cause of the leak was improper installation of the pressure dome onto the instrument. If the system pressure dome was not properly attached to the pressure sensor due to one of the pressure dome latches not being secured in the circumferential groove around the sensor, the diaphragm of the pressure dome could have enough room to move and become unseated if the system pressure is high enough. No further action required at this time. Investigation complete. (B)(4)

Event description:
The customer called to report a system pressure dome membrane leak that occurred during a patient treatment. The blood leak was reported to have occurred during the purging air phase of the treatment. The customer stated that there were no instrument alarms and that no issued were experienced while priming the kit. The ecp treatment was aborted. The patient was reported to be in stable condition and not affected by the incident. The customer has return the complaint kit for evaluation.